Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 3.5x38mm, eccentric, de novo target lesion with a bend of 45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre- dilation, a 3.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed the with a different device. No patient complications were reported and the patient status was stable.